Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, the patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient developed infection and granuloma at the stoma site. The patient was advised to stop treatment with silver nitrate and to alternate terracortryl and honney patch treatment.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stoma site infection is a known complication of a peg tube placement.